Event description:
It was reported that "the first clip was not loaded properly during a ileocecal resection; the clip was pushed out from the shaft in the condition that the jaws did not open enough. The second clip and after were loaded without problem, so the device was used as it was to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.